Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: leaking: pending rupture or ruptured aneurysms. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2018, this underwent emergent endovascular treatment for a ruptured abdominal aortic aneurysm and was implanted with four gore® excluder® aaa endoprostheses featuring c3® delivery system. A contralateral leg component was implanted as an extender component within the right common iliac artery (rcia). The patient tolerated the procedure with no evidence of endoleak. On unknown date in 2018, follow-up imaging determined a distal type I endoleak originating from the from the contralateral leg component within the rcia. On (B)(6) 2018, the patient underwent re-intervention to treat the distal type I endoleak. The right internal iliac artery (reia) was embolized and an additional contralateral leg component and iliac extender component was implanted to extend coverage from the rcia to the right external iliac artery (reia). The patient tolerated the procedure and the endoleak was resolved. The physician reported that the rcia had become aneurysmal after the initial procedure.